Event description:
The doctor reported a pt treated for lasik vision correction in both eyes presented with an under-correction in the left eye (os) at the two month post-op exam. The pt¿s bcva is od: 20/20 os: 20/120.

Manufacturer narrative:
(B)(4) vision under-corrected. The amo clinic development mgr evaluated the procedures at the customer location and found that clinic staff was not always following proper technique and protocol. A full inspection of the equipment was conducted and no issues were found that relate to the pt outcomes. A refresher training course was provided to the staff and surgery support on the next surgery day. No issues occurred, pt was 20/20 and happy with the results.